Manufacturer narrative:
The following additional information was reported by a medtronic representative: the surgeon removed the fragment by tweezers. A post-op image was taken to confirm the proper location of the cage by x-ray. The image showed that no fragments were left in the patient. The customer received a new instrument to resolve the issue.

Manufacturer narrative:
Patient sex not available from the site. No parts have been received by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, one of the tips on the front end of the inserter had been broken off. The reported event was confirmed. The device was replaced to resolve the issue.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the cage inserter instrument broke. The cage was properly placed before the instrument broke. The surgeon was able to remove the fragment with no delay to the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact to the outcome of the patient.